Event description:
It was reported by the customer that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by tandem technical support to perform a system check and no issues were identified. The customer replaced pump supplies and resumed insulin therapy.